Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Additionally, it was reported that an unspecified ¿error¿ occurred during the load process. Customer¿s blood glucose level was 82 mg/dl. The customer reverted to an alternate method in insulin therapy.